Event description:
The user facility reported that during preparation for a diagnostic abdominal exploration procedure and before the patient was anesthetized, it was found that the lamp of the subject device would not turn on. Another similar device was used to complete the intended procedure. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the customer¿s reported issue, and found it was due to failure of the power unit and the igniter. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the faulty power unit and ignitor resulted in the lamp failure. Olympus will continue to monitor field performance for this device.